Event description:
The cement gun jammed and would not extrude the cement from the cartridge. There was no adverse consequence for the pt.

Manufacturer narrative:
The field complaint was not verified on the returned device.